Event description:
The rptr stated that they did back to back meter testing, with results of 257 and 129 mg/dl. On followup, it was clarified that the testing was done back to back using their meter and their doctor's meter (type unknown). Rptr's meter had given a reading in mmol, and after dr corrected the setting, the reading was 129 mg/dl. Rptr did not have any symptoms. A control solution test (with meter set correctly) was 123, in range. No harm was alleged.